Event description:
Customer reports that the device read 800mg/dl. The numeric reading range of the device is 10mg/dl to 60 mg/dl. Customer also reported that there are lines appearing on the screen. No adverse event reported. Requested return of suspect device and replacement was sent.